Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) ) was unable to operate due to the platform powering off itself after the "start" button was pressed was confirmed based on the archive data review and functional testing. A review of the archive data showed the autopulse platform failed initial functional testing multiple times during take-up due to fault code 16 (timeout moving to take-up position) and user advisory (ua) 23 (compression will exceed 3 revolutions) on the customer's reported event date as there was no brake activation. The root cause of the reported complaints was corrosion on the brake housing area of the drivetrain motor, likely due to humidity. A review of the autopulse platform archive revealed that daily checks were not performed regularly. Performing regular daily checks and storing the device in a location with low humidity will reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform for the last 4 years. The lack of proper maintenance and high relative humidity most likely caused the degradation of the mechanical components of the drivetrain to occur, leading to an eventual brake seizure. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data was reviewed and showed multiple fault code 16 and user advisory (ua) 23 error messages on the customer's reported event date, thus confirming the reported complaints. The autopulse platform failed initial functional testing. While powering on the autopulse platform, there was no brake activation. It was noticed that the drive train motor had corrosion at the brake housing area. The motor's brake assembly was seized from the corrosion and prevented the motor from rotating (initiate compression). The corrosion was removed by cleaning it with isopropyl alcohol (ipa). However, during further testing, an open case functional test was performed, and observed the brake gap assembly encountered intermittent malfunction and the platform stop the compression and displayed user advisory (ua) 23 error. The brake gap inspection indicated that the drive train motor brake assembly air gap was out of specification and could not be adjusted. The investigation determined that the root cause of the reported complaint was the defective drivetrain motor, likely caused by a defective component. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(6) ) was unable to operate due to the platform powering off itself after the "start" button was pressed. There is no error message indicated on the display. No patient involvement.